Event description:
It has been reported that the AED did not pass self diagnostic check.

Event description:
The customer reported that the device fails battery insertion tests. There was no negative patient impact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator.